Event description:
It was reported that the patient underwent a fusion at l4-5 using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient presented with following pre-op diagnoses: disc disruption at l4-l5. Degenerative disc at l3- l4. Lumbar disc disease at l4- l5. The patient underwent following procedures: anterior diskectomy and anterior lumbar interbody fusion with carbon fiber cage, bone morphogenic protein, and depuy stabilizing standalone plate; posterior motion restricting the agile system at l3-l4 above the l4- l5 fusion; retroperitoneal spinal exposure of l4-l5 with mobilization of aorta, inferior vena cava, iliac artery and vein and ureter; anterior lumbar interbody fusion with partial vertebrectomy, discectomy and cage insertion; repair of left common iliac vein with vascular clips. Per op-notes,".. The cage was inserted. The first cage twisted and was extracted and the bmp was placed in the second cage and reinserted more satisfactorily..."